Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The foreign material is most likely dried body fluid residue that remained inside the instrument channel. Polyester and protein were detected. Polyester can originate from sponges and clothes used for reprocessing, and protein could have originated from human. The remaining foreign material may have been caused due to the delay of pre-cleaning. There was no physical breakage on the section of the device with the remaining foreign material. It was unable to be determined if the reprocessing methods were correctly implemented in line with the instruction manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The facility's clean, disinfect and sterilize (cds) , reprocessing information and foreign matter surveys results were noted below : ·did the user perform preliminary cleaning of the scope according to the instruction manual? Carry out. ·did the user perform reprocessing according to the instruction manual? Carry out. ·did the user disinfect the water supply pipe according to the instruction manual? Carry out. ·did the user replace the water filter according to the instruction manual? Carry out. ·are you sure you are not using expired disinfectant? Not old. ·are you aware that you are not using unspecified disinfectants or detergents? Oly genuine. ·did the user perform cleaning and inspection according to the instruction manual? Carry out. ·if it has been stored for a long time, did the user follow the instruction manual? No long-term storage.

Event description:
The customer reported to olympus, that foreign matter was found in the channels of the evis lusera colonovideoscope that were cleaned in the endoscope reprocessor. It was reported that there were four reprocessors in the facility and it was not known which reprocessor was used for the cleaning of the scopes. It could not be denied that the endoscope reprocessor could possibly be the cause. The issue was found during maintenance. There were no reports of patient harm. This is to report 3 of 4 endoscope reprocessors.